Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient may have experienced a stroke. Nevro attempted to obtain a medical assessment regarding the nature of the event but was unsuccessful. There have been no reports of further complications regarding this event.